Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall on (B)(6) 2017 and had a change in therapy described as a gradual return of symptoms. The patient was going to the bathroom every 1-2 hours. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The patient called in response to the letter they received. They reported that all of their issues had resolved. They had notified their managing physician and their therapy had been resolved since the fall.